Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test and self test due to blank display. (B)(4).

Event description:
It was reported via phone call that the insulin pump and screen had issues. Insulin pump was exposed to moisture. The customer¿s blood glucose was 5.3 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.